Event description:
Unable to change ventilator settings, alarms, etc. Touch screen not working.======================manufacturer response for draeger ventilator (per site reporter).======================awaiting final service order report.